Manufacturer narrative:
The complaint investigation for falsely elevated architect toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformance's or deviations associated with lot number 51237be00 and complaint issue. The overall performance of architect toxo igg was reviewed using field data from customers worldwide. The median values for lot 51237be00 are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect toxo igg reagent for lot 51237be00 was identified.section g1 has been updated to current contact information.

Event description:
The customer observed a falsely elevated architect toxo igg results for a pregnant patient. The following data was provided (customer provided interpretation of results: >/= 3.0 iu/ml is reactive): (B)(6) 2023 sid (B)(6) initial result = 31.9 iu/ml, biomerieux vidas = negative, western blot = negative previous history in 2020 the patient was positive with an architect. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect toxo igg results for a pregnant patient. The following data was provided (customer provided interpretation of results: >/= 3.0 iu/ml is reactive): (B)(6) 2023 sid (B)(6) initial result = 31.9 iu/ml, biomerieux vidas = negative, western blot = negative. Previous history in 2020 the patient was positive with an architect. No impact to patient management was reported.